Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and the index procedure was performed on the same day. A day prior to the index procedure, subject received a loading dose of 300 mg clopidogrel. At the time of procedure, the subject was on a prior regimen of aspirin and received heparin or other anti-thrombin medication. The target lesion was located in the mid left anterior descending (lad) artery extending up to distal lad with 95% stenosis and was 35 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 38 mm promus priemier stent. Following this, post-dilatation was performed with 0% residual stenosis with timi flow of 3. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject presented with unknown symptoms. On the same day, the subject was hospitalized for the further evaluation and treatment. Based on the examination, the subject was diagnosed with unstable angina and was treated medically. The outcome of the event was considered to be recovering/ resolving.

Event description:
Promus premier china registry it was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and the index procedure was performed on the same day. A day prior to the index procedure, subject received a loading dose of 300 mg clopidogrel. At the time of procedure, the subject was on a prior regimen of aspirin and received heparin or other anti-thrombin medication. The target lesion was located in the mid left anterior descending (lad) artery extending up to distal lad with 95% stenosis and was 35 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 38 mm promus priemier stent. Following this, post-dilatation was performed with 0% residual stenosis with timi flow of 3. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject presented with unknown symptoms. On the same day, the subject was hospitalized for the further evaluation and treatment. Based on the examination, the subject was diagnosed with unstable angina and was treated medically. The outcome of the event was considered to be recovering/ resolving. It was further reported that in (B)(6)2020, six days post hospitalization of the subject, the event was considered to be recovered/resolved and the subject was discharged on the same day.

Manufacturer narrative:
Device is a combination product. B5: describe event or problem updated.